Event description:
It was reported that the pt overdosed on narcotics. The pt was programmed earlier that same day. The pt was in the emergency room being treated. The pump was turned to a minimum rate in the emergency room. No further treatment or outcome was reported. The pump contained fentanyl and clonidine at the time of the event. Additional info has been requested, but was not available as of the date of this report.